Manufacturer narrative:
The balloon catheter, afapro28 with lot number 46633, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 9 applications on the day of the event. The balloon catheter failed the performance test because system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 3.029 inch from the tip of the catheter. Pressure test showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.